Event description:
It was reported by the surgeon when the device was used in a chest case on the pulmonary vessel, the staple line came apart when the tissue was divided. The device was reloaded and the same problem occurred. The staple line was manually sewn. The surgeon estimated the pt lost 1 liter blood. An unknonw amount of blood products were given. Pt expired intraoperatively.